Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 10 apr 2017 the review was performed from the date of manufacture to the present date (B)(4) 2021 a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device power cord supply was replaced. There was no reported patient involvement.

Event description:
It was reported that the power cord supply was replaced by the customer.

Manufacturer narrative:
Correction: device manufacture date additional information: annex a: a0401. Annex g: g02026. Annex c: c070601. Annex d: d15. Correction to remove the following codes in section h6 reported in error in the initial MDR: annex a: a08, a25. Annex g: g04105, g02001, g02002 . Annex b: b11, b14. Annex c: c19. Annex d: d14

Manufacturer narrative:
Imdrf annex a , b, c, d and g grid fields are updated. After investigation this file is determined to be not-reportable.

Event description:
It was reported that the device power cord supply was replaced.there was no reported patient involvement.